Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl [100.0 mcg/ml] at a dose of 125.20 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was indicated that the pump was also used to deliver baclofen, dilaudid, and morphine all at unknown concentrations and doses in the past. It was reported on (B)(6) 2017 that the patient had bad infections from some of the surgeries, (B)(6), infections from the port sites, and mostly the incision wound got infected and the patient had to have intravenous (IV) therapy at home once they were out of the hospital. No further complications were reported.

Event description:
Additional information received from a health care provider (hcp) reported it was unknown when the patient first started experiencing the infections. It was unknown what device serial numbers were involved with the infections. The hcp stated they had not treated the patient for any infections. The cause of the infections was unknown. To their knowledge, the infections had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.